Manufacturer narrative:
The reported complaint of a frozen display on the thermogard ivtm system (serial (B)(4)) was confirmed. The investigation findings revealed that the root cause of the reported complaint was due to a damaged display head assembly. To remedy the issue, the damaged display head assembly was replaced. No physical damaged observed during visual inspection. Unrelated to the reported complaint, during event log review, multiple m ID:27 (read cycle timeout) and m ID:20 (adc1 timeout) was observed on the event date. These error codes was caused by no verification being returned within a specified time. To remedy this m ID:27 and m ID:20, the processor board and the backlight inverter board were replaced after parts replacements, the thermogard ivtm system was functionally tested and it passed all functional tests without any fault or error. Thermogard ivtm system is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During ivtm therapy, customer reported that the display on the thermogard ivtm system (serial (B)(4)) froze with a loud beep. Ivtm therapy continued using a another thermogard ivtm system. No known impact or consequence to patient information was provided.